Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose was 575 mg/dl. The customer did experienced the symptoms such as nausea, vomiting. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump within 48 hours of high blood glucose. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.